Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: it was revealed that the display was discolored. Unrelated to this issue, the audio bolus button cover was torn, but still operable and the pain on the pump was worn off. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display was discolored. This report is made based on results of investigation completed on 11/08/2016.